Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip caught on chordae appears to be related to the user technique. The unintended movement appears to be a cascading effect of the troubleshooting maneuvers to untangle the clip from the chordae; therefore, attributed to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a sleeve steering issue. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip was inserted and advanced into the left ventricle (lv). It was noted the clip needed to be repositioned; therefore, it was moved in the medial direction. This caused the clip to become caught on the chordae. Troubleshooting was performed and the clip was able to release from the chordae and was retracted into the left atrium (la). While in the la, the knobs were turned, and the clip moved in an unintended direction. Due to this issue, the physician removed the clip delivery system (cds). Three clips were then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.